Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that the pump fill estimate was inaccurate intermittently. Blood glucose was in the 400's (mg/dl). During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. The cartridge was successfully reloaded to address the event and the fill estimate was accurate.